Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center just stops working. The issue occurred during colonoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure video system center stopped working was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of video system center stopped working due to scope socket was loose. Additionally, no image cause due to scope socket was loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred while the patient was under sedation with the device outside of the patient. The procedure was completed using an olympus backup device.